Manufacturer narrative:
Correction: initially reported date received by manufacturer 11/22/2017 to corrected date received by manufacturer 12/22/2017. Correction: initially reported device manufacturing date from 8/1/2007 to corrected device manufacturing date 05/31/2007. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with stage 1 diffuse lamellar keratitis (dlk) in the left eye. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient had no complaints and is to follow up in another facility on (B)(6) 2017. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -6.50 x -.75 x 165, left eye pre-op 20/20 -6.25 x -1.50 x 10.